Manufacturer narrative:
No serial number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual, and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI and catalog number, operator of device, initial reporter sent report to FDA, and 510k are unknown. No information has been provided to date.

Event description:
It was reported that the pump displayed a no disposable alarm. Patient changed to backup pump and alarm resolved. No patient injury was reported.